Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment of a touch screen issue, the cursor was misaligned. Analysis also noted that the stylus was worn out. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not working correctly. There was no patient involvement.